Event description:
An attorney reports that his client had an intraocular lens implanted in 1999. The attorney alleges that the lens was defective and rather than improving that client's vision, caused a series of significant visual symptoms. During follow-up, the implanting surgeon stated he did not feel there was anything wrong with the intraocular lens or the procedure. The patient has had vague symptoms pre and post-op. The patient states they see shimmering and star-like effects around lights and has been to a series of specialists in an effort to find something wrong. No one has identified a problem with the lens. One specialist suggested that the patient may have a problem with the retina or visual cortex and that he would not recommend removing the lens.